Event description:
It was reported the patient began to receive inadequate stimulation after experiencing a fall. The patient's lead was later found to have migrated. As a result, the patient underwent surgical intervention on (B)(6) 2015. During the procedure, the doctor explanted and replaced the patient's lead. The replacement lead was implanted in a new location.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.